Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has not been returned for investigation. A retain sample from lot # b201668 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and a fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient reported that she was experiencing elevated blood glucose of 20 to 22 mmol/l. During troubleshooting the patient noticed an air bubble in the cartridge. When she attempted to purge the bubble from the cartridge, she accidently pushed all of the insulin out of the cartridge. During a follow-up contact, the patient reported that she was not sure of the cause of the air bubbles but she has continued to use the pump without further issues with air bubbles and her blood glucose has remained in her target range.

Manufacturer narrative:
The patient reported that the cartridge was discarded. No conclusions can be made at this time.